Event description:
Report stated "the first case was the umbilical vein and one umbilical artery were catheterized the day of admission in 2005. In 2005, suddenly the three way stopcock model 2c6241 connected to the umbilical vein was leaking ivf's through a crack located at the middle of the three-way stopcock. At the time of the crack, the pt had been receiving ampicillin and gentamicin IV 7th day, aminophylline IV, 2nd day, and parenteral nutrition (baxter) including premasol 10% amino acids solution and intralipids 20%, 6th day. The cracked three-way stopcock was changed for another, same model 3-way stopcock from baxter for another three days without any cracks and the pt did not present any complications. The three-way stopcock model 2c6241 was connected to the umbilical artery and the pt was receiving only 0.9% nccl + heparin at 0.75units/ml at 1ml/hr yet, it never presented cracking problems during the usage period of five days.